Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) has a bad helium leak that emptied out the tank without being used. The event occurred during service test by the customer, thus there was no patient involvement. No adverse event has been reported.

Manufacturer narrative:
08/11/2017 12:03 pm (gmt-4:00) added by (B)(6)(B)(6): 08/11/2017 12:01 pm (gmt-4:00) added by (B)(6)(B)(6): a (B)(6) field service engineer (fse) evaluated the iabp and confirmed problem stated by customer. After some troubleshooting, the fse found the manual vent plug to be slightly loose causing a leak in the system. Fse adjusted the plug and completed functional check and calibrations, and the iabp passed all tests and was released to the customer ready for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) has a bad helium leak that emptied out the tank without being used. The event occurred during service test by the customer, thus there was no patient involvement. No adverse event has been reported.

Manufacturer narrative:
09/15/2017 11:43 am (gmt-4:00) added by (B)(6)(B)(6):correction to DHR statement previously reported: the production device history record (DHR) for this iabp unit was reviewed and one (1) non-conformance related to the reported event was found. A pneumatic failure occurred where the check valve was not working and could not stabilize the internal helium tank pressure causing the internal helium tank pressure to drop to zero. The helium reservoir assembly of the fill manifold was replaced at the pre-burn test to repair this issue.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) has a bad helium leak that emptied out the tank without being used. The event occurred during service test by the customer, thus there was no patient involvement. No adverse event has been reported.